Event description:
It was reported that the subject home monitor uploaded 15 corrupted files : 6 on follow-up report and 9 on alerts reports.

Event description:
It was reported that the subject home monitor uploaded 15 corrupted files : 6 on follow-up report and 9 on alerts reports.